Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the patient experiencing "bands of color" and starbursts at night, reported as debilitating nocturnal photopsia. The lens was exchanged for a monofocal iol. Additional information was received from the technician, who reported the patient experienced significant lens glare which improved with the iol exchange. The technician also reported an unapproved viscoelastic was used during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested by fax, mail and phone. A completed questionnaire has not been received. (B)(4).